Event description:
A malfunction code appeared on the customer's device, identified as "malf 9," but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, and the specific value remained within a safe range. Technical support provided instructions to reset the pump, which the customer successfully followed, resulting in the malfunction not recurring. The customer was advised to continue using the pump and to contact support if any issues reappear. The customer's legal guardian was informed of the situation.